Event description:
Hcp reports patient has had episodes of opioid withdrawal. Patient had one episode caused by a catheter leak. Catheter revision performed. Patient developed problem again and a leak has been found behind the pump. With this episode patient has developed an 1800 cc seroma. Symptoms of withdrawal included nausea. Jitteriness and out of control pain. Paitent has received oral opioids to control withdrawal during device trouble shooting. Paitent is scheduled for explant and device will be returned for analysis.